Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is chipped and contains burrs, rendering the device inoperative. The device shows signs of extensive use. The clinical/medical investigation concluded that this case reports that approximately 9 months following a bilateral tka, the patient suffered a bad fall injuring his right knee acl. The acl could not be repaired, therefore a revision tka was performed. Per complaint details, the implant was not at fault. The requested surgical reports and x-rays are not available. Therefore, the patient impact beyond the revision and the clinical root cause of the fall cannot be determined. Due to the limited information provided, no further clinical assessment can be rendered at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, therefore product analysis could not be performed. The clinical/medical team concluded, this case reports that approximately 9 months following a bilateral tka, the patient suffered a bad fall injuring his right knee acl. The acl could not be repaired, therefore a revision tka was performed. Per complaint details, the implant was not at fault. The requested surgical reports and x-rays are not available. Therefore, the patient impact beyond the revision and the clinical root cause of the fall cannot be determined. Due to the limited information provided, no further clinical assessment can be rendered at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that after a bilateral journey knee replacement, patient suffered a fall and injured his right knee acl. The acl cannot be repaired and therefore a revision to total tka was performed. The outcome of the patient is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.